Event description:
It was reported that during a percutaneous coronary intervention procedure, foreign matter was found in the guide wire lumen. The target lesion was located in the calcified left circumflex (lcx). A non bsc device was trapped at the lesion and the 1.50x12mm apex flex monorail balloon was used to help free the device. Resistance was met between the non bsc guide wire and the apex balloon. However, the non bsc device that had been trapped was removed and the procedure was terminated. After the procedure, the physician noticed that there was a foreign object in the guide wire lumen of the apex balloon. It was noted that the foreign object was red and looked like "small dust". No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved, but is similar to a marketed us device.